Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal surgery on an unknown date in which screw was implanted. Post op the spondylosis was observed because of which the patient underwent a revision surgery on (B)(6) 2017. During revision surgery, after the release of the set screws the surgeon wanted to give some distraction between the 2 screws. One of the screws broke halfway, so that screw was explanted. The rod was in place. No patient complications were reported as a result of this event.